Manufacturer narrative:
The report of random alarms was confirmed during analysis. Although the log file was unable to be retrieved, the white power cable was found to have a compromised wire at the connector end. This compromised wire is responsible for monitoring battery power. A review of device history records for this system controller showed no deviations from manufacturing or qa specifications. This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was experiencing random alarms. The system controller was exchanged and the event was resolved.